Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula kinked event on 11-nov-2024. Infusion set was used for less than 4 hours. Patient experienced redness at insertion site. Patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.